Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that his dexcom g7 sensor was providing what he believed were false readings. He also stated that he uses an omnipod 5 insulin pump and was concerned that insulin delivery may have been affected by the low cgm readings. The patient reported that the cgm began displaying low without a numeric glucose value. Relying solely on the cgm reading and without obtaining a fingerstick blood glucose (fsbg) measurement, he administered a gvoke injection as previously instructed by his physician for low glucose events. Despite this treatment, the cgm continued to display low. Because of the persistent low readings, the patient called 911. Upon arrival, emergency medical services (ems) performed an fsbg, which measured 145 mg/dl. A repeat fsbg obtained approximately 5 minutes later also measured 145 mg/dl, while the dexcom cgm continued to display low. As the patient's glucose level was within normal range, no additional treatment or medications were administered. During the report, the sensor remained in place and continued to display low. The patient's wife then performed an fsbg, which measured 175 mg/dl. The patient reported feeling well throughout the event. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.